Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. Complaint conclusion: information provided to medical affairs from a patient indicated that the patient experienced an inaccurate stent placement and sustained ventricular tachycardia due to ischemia during implantation of a cypher stent. The patient had initially reported that she had 90% lad blockage and that the initial cypher "slipped off" and was "lost" in her heart. According to the cardiologist, the lesion was in the ostium of the patient's left anterior descending artery (lad). While inflating the stent, it moved 1mm and missed the ostium. The patient experienced sustained vt due to ischemia while inflating the stent. The vt was successfully treated with cardioversion (no cardiopulmonary resuscitation required). The patient quickly recovered, and a second cypher stent was implanted to completely cover the target lesion. The patient was discharged the following day. The physician stated that the procedure was performed normally and there was no problem with the stent. The product was implanted, and therefore not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Stenting in the ostium of an artery is a difficult aspect of implanting coronary artery stents and can often lead to a stent being sub-optimally implanted in the precise parameters of the lesion. Ventricular tachycardia is a known potential adverse event associated with implanting stents, especially when the lesion is at the mouth of the artery (ostium). The act of deploying the stent at the ostium closes off the blood supply while the balloon is inflated to the distal part of the artery and can lead to cardiac muscle insult resulting in an arrhythmia. Review of the information provided suggests that aside from the inherent risk of the procedure that vessel/lesion characteristics may have also contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no corrective action is needed.

Manufacturer narrative:
The cypher was implanted in 2005. The patient reported that approximately five years after the cypher was implanted, she was hospitalized for a few days due to chest pain and nausea. "Scans" were performed, but no diagnosis was provided. Her cardiologist indicated that he had not seen the patient in approximately two years. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
A patient called cordis medical affairs and reported that during treatment of a 90% blockage in her left anterior descending artery (lad) in 2005, a cypher stent "slipped off" and was "lost" in her heart. She reported that she "flat lined" and CPR was performed. Her cardiologist was called for medical confirmation and he provided clarification for the events. He reported that the patient experienced an inaccurate stent placement and sustained ventricular tachycardia (vt) due to ischemia during implantation of a cypher stent. According to the cardiologist, the lesion was in the ostium of the patient's left anterior descending artery (lad). While inflating the stent, it moved 1mm and missed the ostium. The patient experienced sustained vt due to ischemia while inflating the stent. The vt was successfully treated with cardioversion (no cardiopulmonary resuscitation required). The patient quickly recovered and a second cypher stent was implanted to completely cover the target lesion. The patient was discharged the following day. The physician stated that the procedure was performed normally and there was no problem with the stent.